Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one powered handle. No visual abnormalities were noted for the handle or adapter. No visual abnormalities were noted for the handle. The device memory was reviewed and multiple error codes were noted. During functional evaluation, a test battery was inserted into the returned handle. Upon battery insertion, the handle successfully powered up, after which the device error lights illuminated. The calibration sequence did not occur. The handle was then disassembled and electrical continuity testing found a break in connection on the bldc board. The potential root cause of the observed conditions is damage to the bldc caused by heat stress at the solder station. A product enhancement has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lap sleeve gastrectomy the device was not used on the patient when the battery was put in, the blue status light pops up and the handle light blinks. No batteries were engaging. The user tried multiple batteries, but none worked.